Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low total psa total (free + complexed) psa - prostate-specific antigen (total psa) result for one patient sample. The initial result was 0.016 ng/ml and was reported outside the laboratory. The doctor called and questioned the result, so the customer repeated the sample on (B)(6) 2016 with a result of 4.29 ng/ml. A second sample tube from the same patient and same draw was tested and the result was 4.48 ng/ml. The repeat result was believed to be correct and a corrected report was sent. The customer refused to provide any information regarding whether the patient was treated based on the result. No adverse event was reported. The reagent lot number was 13598601 with an expiration date of 05/31/2017. The field service representative was unable to determine a cause and could not duplicate the problem. Performance testing was done and was within specifications. A specific root cause could not be identified. It was likely that air bubbles or foam on the sample surface or a leaning sample tube may have caused incorrect liquid level detection (lld) and led to the low result. Other possible causes include issues with sample quality or insufficient maintenance. Based on the provided calibration, qc, and analyzer data, a general system issue was not suspected.